Event description:
An issue was reported regarding a discrepancy between the displayed and actual time on a device, with the difference being greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurred. The customer understood and acknowledged the advice.